Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reported that the insulin pump had failed battery test alarm. Customer¿s blood glucose was 129 mg/dl at the time of incident. Customer stat that error occurred after inserting new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No failed battery test alarm noted during test.